Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon inserted a 4 x 8 sponge through the trocar and as it was inserted, the white plastic o-ring fell into the abdomen. It was retrieved without difficulty. Rep returning device. O-ring, and photograph of the sponge. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50427. D5,6; h4: info not available. Based on the visual examination, the inner gasket was confirmed to have been dislodged from its original position. No conclusion could be reached as to how this event occurred.